Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a cable malfunction. The issue was identified in preparation to a diagnostic laparoscopic procedure, and it was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head had a cable malfunction. The issue was identified in preparation to a diagnostic laparoscopic procedure, and it was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a broken wire in the camera cable a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cable malfunction was due to the broken wire in the camera cable leading to a cause traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.